Event description:
It was reported that the pump software did not accurately adjust the amount of insulin delivered. It was reported that the customer experienced a low blood glucose (bg) level of 40 mg/dl. Low bg cause was due to pump not accurately delivering insulin. Customer consumed carbohydrates to address bg. Reportedly, customer continued to use pump for insulin therapy.